Manufacturer narrative:
Device evaluation: a visual inspection was conducted and the array has a hole in it, on the side that is facing up. Functional testing was not conducted due to the damage was confirmed in the visual inspection and due to the damage the device cannot be tested. Hence, the complaint can be confirmed.

Event description:
It was reported that after a novasure procedure performed on (B)(6) 2024, a hole in the array was discovered. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.